Event description:
Event description cpi received information that a patient with an implantable cardioverter defibrillator (ICD) and a transvenous defibrillation lead experienced inappropriate therapy. An invasive procedure was performed and the physician elected to implant a new rate sensing lead. The rate sensing portion of the transvenous defibrillation lead was capped, while the high voltage portion of the lead remains implanted. The ICD remains implanted.